Event description:
Patient offered no complaints pre treatment. 5 min after initiation c/o shortness of breath & felt like he was going to flaint. Treatment stopped and blood recirculated. Patient put in 02 at 2l. Felt better 5 min later he was put back on the machine. He c/o burning in sternum and chest, shortness of breath and his eyes burning. The treatment was stopped. The blood was not retuned to the pt. The md was called. 80mg solu - medrol & 25mg benadryl given. Patient put on a dry pack c101 and cont his treatment without problem.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. The device was destroyed/disposed of.